Event description:
It was reported that system error code #23008 occurred while the system was being prepped for a da vinci s myomectomy procedure. The surgical staff attempted to resolve the error by replacing the cable connecting the surgeon console and patient cart, however, system error code #23008 returned prior to docking the system to the patient. The patient was under anesthesia when the surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that system error code #23008 was associated with the endoscopic camera manipulator (ecm). The ecm is the camera arm located on the patient side cart, which provides the sterile interface for the 3d endoscope. The system was repaired by replacing the affected ecm. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code #23008 appears when the da vinci s safety system determines that the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder), and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining this condition, the safety system puts da vinci in a "recoverable safe state." The ecm was returned to isi for failure analysis investigation. Engineering determined that an axis motor encoder had malfunctioned, thus generating the system error code experienced by the customer. As of june 11, 2009, there have been no reported recurrences of the issue at this hospital.